Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separations were confirmed. The reported difficulties removing the device could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that resistance was encountered when removing the balloon dilatation catheter (bdc) with 3 unspecified guide wires (gw). In this case, it is likely that the interacted with the entangled 3 unspecified guide wires, such that resistance was felt during attempts to remove the device and upon further manipulation, the device ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery (lad). The 2.5x20mm trek balloon dilatation catheter (bdc) was used in the procedure; however, resistance was encountered when removing the bdc with 3 unspecified guide wires (gw). Upon removal, it was noted that the balloon and the distal end of the shaft had separated. The separated portions were able to be removed with the gw that was being used with the bdc. There were no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.